Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored with a pinkish coloration. This report is made based on the results of evaluation completed 01/06/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: the pump display screen was observed to be dim and discolored with a pinkish coloration. Unrelated to the display issue, the keypad was observed to be peeling from the base; the keypad buttons were tested and were confirmed to be responding appropriately and no contamination was observed on the key contacts. (B)(6)